Event description:
During review of the patient¿s programming history available in the manufacturer¿s database, it was identified that a programming anomaly occurred. A system diagnostic test was performed which reprogrammed to unintended settings on (B)(6) 2010. Manufacturer labeling indicates to perform a final interrogation to confirm intended settings prior to patients leaving the clinic. The physician reprogrammed patient¿s output current but did not change the off time back to therapeutic settings.